Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using admelog insulin. Tandem technical support (tts) informed customer that admelog insulin is off label per the user guide. Customer¿s blood glucose level was above 200 mg/dl.